Event description:
It was reported that transmitter failed error occurred for transmitter 8ju9rk. However, transmitter 807wna was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D10: device available for evaluation - additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer: additional information. H6: event problem and evaluation codes: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.